Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received 36 inappropriate shocks while sleeping two days following a septal alcoholization procedure. The device was programmed to alternate vector. Device data was reviewed by boston scientific technical services (ts) which indicated a decrease in intrinsic r-wave amplitude signals from implant of 1.01 millivolts (mv) to 0.25 mv during the episodes. There was indication that the p- waves and t-waves were occasionally double detected. The smart pass feature was disabled. Boston scientific technical services (ts) recommended review and comparison of the system location from implant to the recent one. They also discussed that the morphology changes could have been related to the patient condition, however more investigation needed to be performed to determine the root cause of these changes, including vector testing with postural and isometric testing. The current sensing displayed good amplitudes for primary and secondary vector. They advised that automatic setup should be performed during an in clinic appointment. Further review of device data confirmed, that secondary vector was chosen by automatic setup at implant, but was manually changed to alternate vector for unknown reason. Ts suspected that the patient had a condition of hypertrophic obstructive cardiomyopathy (hocm), which is a genetic, congenital condition where the interventricular septum (ivs) becomes very hypertrophied, and can increase electrogram signals. Further discussion indicated that the patient may need to be considered for transvenous implantable cardioverter defibrillator (ICD), if the s-ICD is unable to adjust to the new electrogram amplitudes. No additional information is available at this time. If additional information becomes available this report will be updated. Additional information was received that the patient came back for a follow up and there was a new untreated episode recorded on (B)(6) 2018. This untreated episode was due to noise on the secondary vector. Automatic setup was performed again and the secondary vector was still the chosen vector. However, during testing there was less artifact and no oversensing on primary vector than on secondary during isometrics and postural changes. Primary vector was manually programmed and the conditional zone was set to 230 beats per minute (bpm). The physician reported that an x-ray was performed and there was no evidence of migration with the device or electrode since the implant. A stress test is scheduled for (B)(6) 2019. Data was sent in for review. Ts reviewed the data and confirmed the noise that led to the oversensing and charge was high in amplitude. They recommended finding out what the patient was doing at the time of the episode and is the condition is reproducible. Ts also agreed that the noise was lower in amplitude for primary vector than compared to secondary. The signals in both vectors were similar in morphology and amplitudes (primary ~ 1.5 mv, secondary ~1.7mv). A 2x gain may be considered to zoom out the noise, in case there was more noise/oversensing recorded. Ts recommended following up once the stress testing is performed and to evaluate what is seen at elevated rates. No additional information is available at this time. If additional information becomes available this report will be updated.